Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post-sense. Reprogrammed was performed which resulted in twos post-pace. In addition, it was noted there was noise during lead testing which suggested myopotentials on the far field electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.